Event description:
It was reported that a 29-year-old caucasian female patient underwent a breast surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced hormone imbalances, systemic inflammation, fatigue, hair loss, joint pain, tinnitus, rashes on the breasts, gastrointestinal issues, and allergies. Additionally, she observed her breasts were misshapen. Upon consulting with a medical professional she was diagnosed with bilateral baker grade iii and ii capsular contracture of her left and right breasts, respectively. Mammogram imaging performed indicated bilateral calcifications in her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-01604 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 21, 2023, mentor received the following additional information. The capsular contracture began in approximately 2017. As such, the date of event has been updated to january 01, 2017. The patient also reported experiencing breast implant illness, autoimmune issues, pain, brain fog, migraines, sinus infections, facial bone loss, abnormal bloodwork, swollen lymph nodes, dark undereye circles, lumps all over breasts, and breast asymmetry. Additionally, the left breast has decreased in size and may have a ruptured left breast implant. As a result, the patient is scheduled for bilateral removal without replacements on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, capsular contracture date of explantation: on (B)(6) 2023 manufacturer¿s reference number: (B)(4).